Event description:
After an unsuccessful attempt at IV access, when the catheter and needle were removed from the vein, it was noticed that the actual needle had poked a hole through the side of the plastic catheter and was sticking out the side. It is unclear whether it had anything to do with the unsuccessful attempt or at what point the needle exited the catheter but there didn't appear to be any visible issue with any part of it prior to use.